Event description:
It was reported that while attempting to treat an eccentric lesion in the proximal lad, a flexi-cut was inserted over the flexi-wire. Fifteen cuts were made at a maximum pressure of 40 psi, the nosecone was cleaned twice, and the guide wire became stuck in the flexi-cut. Both the guide wire and the flexi-cut were removed from the patient. This medwatch is being filed based on the results of the returned product investigation which revealed a tip separation.